Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and fluids. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.